Event description:
Procedure: iliocaval recanalization with angioplasty. Stenting of the left common, external iliac, common and cephalad femoral veins, inferior vena cava filter retrieval. An ivus catheter was selected for use and upon connection to the system, it was found to be defective as no imaging was evident. Catheter was saved for investigation.